Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported "not sensing when the door is open or closed" which was reproduced while attempting to load a set when the device detected a closed door state at all times. No alarms associated with the reported condition were verified through a review of the event history log. Evaluation determined the cause to be a failed upper latch switch which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was "not sensing when the door is open or closed". There was no patient involvement. No additional information is available.